Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was twisted and kinked as a result of the customer twisting the pump while it was connected to the tubing. Customer's blood glucose level was 300 mg/dl. Reportedly, a new cartridge was loaded to address the issue.